Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses the reported event of pain and perforation as follows: precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Complications - possible complications of the use of the orbera system include: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding or even perforation, which could require a surgical correction for control.

Event description:
Reported as: a patient with the orbera intragastric balloon "was admitted with history of epigastric pain thus became worse. Clinical examination: peritonitic abdomen; CT scan: gastric perforation, ballooon in situ." Device was removed.